Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads, broken belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 132mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.